Event description:
It was reported that the pacemaker longevity was thought to be 1.1 yrs. 2 months prior to (B)(6) 2024, but interrogation on this day while the patient was having a follow up for magnetic resonance imaging (MRI) mode change could not be performed with a wand and there was no magnet response. Premature battery depletion was initially suspected, but a review of data provided revealed battery trends appeared to be normal and the device had been implanted in 2015 for over 9 yrs. The pacemaker was interrogated again on (B)(6) 2024 at a different facility and interrogation was normal with a longevity of 1.1 yrs. And the device was not at end of life (eol). A possible error message on a merlin 2 programmer noting no detection was mentioned as occurring during the interrogation on (B)(6) 2024. Interference of signal during interrogation was suggested. Further information notes the merlin 2 programmer was successfully used on other pacemakers. The issue was resolved since the device could now be interrogated. The device remained in use. There were no patient consequences.